Event description:
Customer reports, a nurse suffered a needlestick when trying to insert a venting unit. She encountered resistance when trying to insert; the venting unit went in at an angle. When trying to pull it out to straighten it out, the venting unit came free of the septum of the bottle and jerked back, resulting in a needlestick injury to her left hand. She was assessed by a nurse and was prescribed immunoglobin; however, she was unable to receive the immunoglobin due to an existing health problem.